Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received low panic values for an unspecified number of patient samples tested for ise tests on the cobas integra 400 plus (i400+). When the samples are repeated, the values are normal. The customer also received ise errors on the analyzer. The customer provided data for one patient sample that had erroneous values that were reported outside of the laboratory for the k+ electrode (potassium) and the chloride electrode (chloride) tests. The repeat results from this sample were believed to be correct. The sample initially resulted with a potassium value of 3.9 mmol/l, which repeated as 4.6 mmol/l. The sample initially resulted with a chloride value of 82 mmol/l, which repeated as 101 mmol/l. The patient was not adversely affected. The potassium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The customer changed a probe on the analyzer. The customer then calibrated and said that they continued to receive out of range errors. Controls were tested and all control results were flagged. The field service engineer determined that the mixing tower was clogged and that there was spillage on a fluid sensor. He replaced the mixing tower and tower seals. He performed precision studies and these passed. He performed a calibration.